Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the needleknife was used once and the needle detached inside the patient. The physician attempted to retrieve the needle fragment but was unsuccessful. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, and the needle was found in a retracted position. A functional evaluation found that only a portion of the needle, less than 1mm, extended out of the catheter tip. The distal tip extrusion was cut open to evaluate the needle and found that the needle length did not meet specification. This indicates approximately 4mm of the needle detached. The needle also appeared discolored. During manufacturing, sphincterotome devices are 100% inspected so the broken/detached needle is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the needleknife was used once and the needle detached inside the patient. The physician attempted to retrieve the needle fragment but was unsuccessful. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.